Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device is "outdated" and that the "leads need to be redirected." The patient is waiting on approval to have a new device put in by their doctor. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for arachnoiditis. It was reported that the device was non-operable but is still implanted. The hcp did not know why the device was not working or for how long. No symptoms or further complications were reported.